Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the act button on the insulin pump was unresponsive at times. Customer also mentioned unexplained high blood glucose readings. Customer declined any troubleshooting. No further information reported.